Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced repeated cubie failures in the same drawer. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been repeated cubie failures in the same drawer. A field service engineer confirmed this with the customer, moved that pocket to another location and no issues with that drawer and user also verified the function. The system functioned as intended after the customer confirmed the issue was resolved.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced repeated cubie failures in the same drawer. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.